Manufacturer narrative:
The laser was evaluated in the field on november 07, 2017: the reported issue of ¿white screen¿ could not be confirmed. Field service engineer started the unit, the laser screen was noted to be normal. When turned the laser off, the white screen came up with good bye message, which is normal. The laser was powered on and off a few times but no issue was found. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that 3 minutes into a surgical prostate procedure, "white screen" of the console was noted. Reportedly, the laser was rebooted but the issue was not resolved. The surgery was completed with an alternate procedure "turp". Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
As previously reported: service in the field was performed on november 07, 2017. The fru, lcd with cvr, xps, rohs was received at the manufacture on november 29, 2017 and will be scrapped once the failure analysis has been completed.

Manufacturer narrative:
The console was previously evaluated on november 7, 2017 and the reported issue could not be duplicated. Upon a follow-up visit on november 20, 2017, no issue with the system could again be duplicated, however, the top cover was replaced as a precautionary measure. The system was tested and verified to specification.

Manufacturer narrative:
As previously reported service in the field was performed on november 20, 2017. The replaced lcd with cvr was received at the manufacturer on november 29, 2017. Product evaluation: the replaced fru lps, rohs was returned to the manufacturer and failure analysis was completed. The top cover bezel was found to be cracked. An hps/xps touch screen functional test was performed. The test passed the visual display quality test and the touch screen function test. The white screen issue was not reproduced during the test. The lcd will be scrapped. Probable root cause: based on the analysis report, the probable root cause for white screen could not be determined.